Manufacturer narrative:
The concerned device "senri" is a rapid-exchange type semi-compliant pta balloon catheter compatible to 0.018-inch guidewire(gw). "Senri" has no approval in us, however, we will report this case as an incident occurred on the similar device for "crosstella rx" (rx-type pta balloon dilatation catheter, 0.018" guidewire compatible) that is distributed in us under 510(k) # k152873, and so on. Results of investigation: the device history records (DHR - batch record) of the senri with lot no.sp074027 was reviewed and no nonconformity or abnormality in the manufacturing processes was found. The lot passed all the in-process inspections including the shaft-pressurized test by every product and the finished product inspections including shaft tensile strength test by sampling plan. The concerned actual device senri was disposed of at the facility and not available for our further investigation. Conclusion and our comment: according to the results of the investigations of the DHR and the incident description narratives provided, the incident is determined not to be caused by any defect of the device. The device labeling does address the potential for such an event in the instructions-for-use (IFU). The device risk analysis does address this issue. All available information has been placed on file in quality assurance for appropriate tracking, trending, and follow up.

Event description:
Radial access for iliac procedure. When attempts were made to remove the balloon, it became stuck in/around the subclavian area. Since the doctor could not remove the device, and there is no vascular surgical service available, the patient with the catheter in place was sent to the accident & emergency department of the other hospital, where the vascular registrar successfully removed by applying slight force to the balloon catheter and the guidewire, and no additional harm came to the patient. The patient was then transferred back to a general ward of the original hospital with no further problems.